Event description:
Revision of equinoxe shoulder components due to pain and mobility issues. X-rays showed the glenosphere was not attached to the glenoid plate and the glenosphere screw had sheered off.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices have not returned for evaluation.